Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents and the supplied device data. The manufacturing process for this lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps hade been carried out correctly. The supplied data were analyzed, and the clinical observation was confirmed. Based on the analysis of the available data, the cause for the clinical observation could, however, not be determined. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 47 months, it was reported that the pacing impedance had increased to >3200 ohm. No deterioration of the pt's state of health was reported. The lead was deactivated.